Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the pump ((B)(6)) and one (1) controller ((B)(6)) were not returned for evaluation. The pump remains implanted in the patient and is in use. Follow-up attempts for patient consent for analysis of one (1) controller ((B)(6)) were made on (B)(6) 2023 and were unsuccessful in securing consent which was denied by the patient. Two (2) controllers ((B)(6)) were returned for evaluation. Review of the manufacturing documentation confirmed that (B)(6) met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the returned device passed visual inspection and functional testing. Internal inspection of the controllers did not reveal any anomalies. Review of the controller log files revealed (B)(6) was the primary controller in use prior to the reported event. Log file analysis associated with (B)(6) revealed one (1) controller power up with an associated motor start was logged on 23/sep/2023 at 21:13:03, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 28% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 97% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port two (2) and (B)(6) was connected to power port two (2). The controller was without power for 30 seconds. No anomalies were recorded leading up to the loss of power. Review of the alarm log file revealed four (4) controller fault alarms were logged on (B)(6) 2023 at 21:07:25 and on (B)(6) 2023 at 03:45:20, 05:22:03 and 11:08:45, indicating an issue with the internal battery. In addition, log file revealed that the controller had been in use for more than two (2) years. Log file analysis revealed motor start events recorded on 04/dec/2020 at 07:31:43 and 23/sep/2023 at 21:13:12, in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed two controller power up events were logged on 24/sep/2023 at 09:45:52 and at 09:55:03. Review of the event log file revealed that, prior to the power up events, the controller last had power on 08/jun/2023. Review of the data log file revealed that the controller was not in use prior to the reported event, indicating that the controller power up events occurred during a controller exchange. Review of the alarm log file revealed one (1) vad disconnect alarm was logged at 09:55:11, likely due to the controller being powered up without the driveline cable connected. A controller power up event was then logged on 25/sep/2023 at 14:55:49; one (1) subsequent vad disconnect alarm was logged at 14:55:56, likely due to the controller being powered up without the driveline cable connected. A vad stopped alarm was logged at 14:56:28 indicating that the pump failed to restart after several attempts. A vad disconnect alarm was then logged at 14:56:43 due to the physical disconnection of the driveline from the controller. Finally, a controller power up event was logged at 15:47:36, likely during troubleshooting. Log file analysis associated with (B)(6) revealed a controller power up event, was logged on (B)(6) 2023 at 09:51:12 and on (B)(6) 2023 at 08:32:29. Review of the event log file revealed that, prior to the power up events, the controller last had power on (B)(6) 2023. Review of the data log file revealed that the controller was not in use prior to the reported event, indicating that the controller power up event occurred during troubleshooting and/or a controller exchange. Review of the controller log files revealed that (B)(6) was not put in use and no alarms were logged within the analyzed period. Log file analysis associated with (B)(6) revealed a controller power up with a successful motor start was logged on (B)(6) 2023 at 14:56:46. Review of the data log file revealed that the controller was not in use prior to the reported event, indicating that the controller power up event occurred during a controller exchange. Of note, (B)(6) is loaded with the alternate software for the pump start algorithm. As a result, the reported events were confirmed. The most likely root cause of the loss of power associated with (B)(6) can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event associated with (B)(6) may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. (B)(6) was in scope of fca cvg-21-q3-21 (subgroup 3). CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Additional products: d1: heartware ventricular assist system - (B)(6) d9: yes, return date: 02-nov-2023 h3: yes dev rtn to MFR? Yes d1: heartware ventricular assist system - (B)(6) h3: yes d1: heartware ventricular assist system - (B)(6) d9: yes, return date: 26-jan-2024 h3: yes dev rtn to MFR? Yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Review of log file data revealed multiple motor start events with parameters outside of expected range.

Manufacturer narrative:
A supplemental report is being submitted to correct event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that another controller was used and unable to restart the vad.

Manufacturer narrative:
A supplemental report is being submitted for additional information additional products: d1: heartware ventricular assist system ¿ controller d4: model #: 1420 / catalog #: 1420 / expiration date: 31-march-2024 / serial#: (B)(6), UDI #: (B)(6). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 14-march-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received a hemodynamic screening (hr,bp,spo2) while in the intensive care unit (ICU). It was also reported that the patient experienced no symptoms, but they were hospitalized due to the clinic standard operating procedures as the patient was in "subgroup 3 hvad.¿

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a loss of power and controller fault alarms attributed to a depleted internal battery. The controller was exchanged, but the ventricular assist device (vad) did not restart. A new controller was used and the vad was able to restart. The two prior controllers were removed from use and the vad remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-mar-2024 / serial #: (B)(6). UDI #: (B)(4). D9: no, device evaluation anticipated, but not yet begun h4: mfg date: 14-mar-2023 h5: no d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2020 / serial #: (B)(6). UDI (B)(4). D9:no, device evaluation anticipated, but not yet begun h4: mfg date: 02-dec-2019 h5: no medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or has malfunctioned. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.